Event description:
On (B)(6) 2021, the patient called lifescan (lfs) us alleging that their onetouch ultra 2 meter read inaccurately high compared to how they felt. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged issue occurred on (B)(6) 2021 at approximately 11:00. The patient reported that they had readings in the ¿150¿s¿ but obtained an alleged inaccurate high blood glucose reading of ¿394 mg/dl¿ with the subject device. They then took an increased dose of insulin (16 units rather than the normal 8 units) based on this result. The patient stated that, following this, they felt ¿shaky and a bit cold¿. The patient manages their diabetes with insulin (self-adjuster) which they said was ¿8 units normally¿. The patient saw their endocrinologist who said that ¿the readings are not accurate¿. The advice from the endocrinologist was to contact lifescan. During troubleshooting, the reporter confirmed that the unit of measure was set correctly on the subject meter but did not have control solution to check that the system was performing correctly. A replacement device was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.